Manufacturer narrative:
(B)(4). Anti-backup failure. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due to the anti-backup feature was non-functional two unformed clips were fed. This finding is not related with the incident reported. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining clips were conforming according to manufacturing specifications. No malformed or dropping/ejected clips were noted during testing. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired across the cystic duct and the jaws did not close all the way, deploying a tear drop shaped clip. When the next clip was advanced into the jaws, it fell out into the patient. The clip was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.